Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not scanning. A field service engineer (fse) observed that the scanner was in a continuous scan state, disconnected and reconnected the usb connection and it was still stuck. The fse pressed the scan button a few times and it went to the idle state, tried to scan a barcode but it didn¿t respond. A fse replaced the whole scanner assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner was not scanning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.